Manufacturer narrative:
Concomitant medical products: product ID: 97755-s, serial#: (B)(6), product type: recharger. H3: analysis of the 97755-s recharger (rtm), (serial number#: (B)(6)) revealed, no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from patient. Patient reported, that the ins moving around, occurred post surgery. Patient reported, that the circumstances that led to the ins moving were not charging enough. Patient stated, that they were sent a new recharging belt and the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they saw the no device found message when attempting to connect their controller to their implanted neurostimulator (ins) since a few months ago in 2023. Patient noted their ins battery was depleted. Patient services specialist helped the patient perform a reset of the controller and confirmed the no device found error message. Patient didn't have their recharger antenna with them to perform further troubleshooting. The issue was not resolved. Agent reviewed the message was expected when the ins battery hasn't been recharged in months. Patient service specialist suggested the patient call back with their external equipment for further assistance to go through passive recharge mode. Patient called back stating that they couldn't get their ins charged as they couldn't get past no device found. Patient said that last time they called regarding the issue, they didn't have their recharger present. Agent had the patient initiate an ins recharging session; patient said that they swore the ins would move around. The controller kept displaying connect the recharger and would not advance even though the recharger was connected. Patient noted that they hadn't been able to have mris since they hadn't been able to charge ins.